Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the ventilator screen displayed an alarm. The connection of the endotracheal intubation was not tight and was disconnected from the ventilator. The patient was re-intubated.